Event description:
It was reported that a user setting up a replacement ilet experienced difficulty at the fill tubing step due to a low battery condition, after which the device was charged to full, updated with new firmware, and setup was continued. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful resolution after charging, firmware update, and guidance to connect the libre 3+ sensor prior to completing body weight entry and the go bionic step. It was concluded that the device functioned as expected after appropriate charging, firmware update, and completion of setup steps, with the user advised on best practices for the learning phase.